Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "during the operation, the patient's electrocardiogram and blood pressure were unstable, and the pump would stop working. The doctors prepared to switch the automatic mode to the manual mode, but found that clicking the display screen was ineffective during the operation. The display screen was restarted twice before it returned to normal". Additional information states to continue therpay the device was restarted. The patient's current codnition is reported as "unknown".

Manufacturer narrative:
(B)(4). The reported complaint of "pump would stop working" is not able to be confirmed. No part was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "during the operation, the patient's electrocardiogram and blood pressure were unstable, and the pump would stop working. The doctors prepared to switch the automatic mode to the manual mode, but found that clicking the display screen was ineffective during the operation. The display screen was restarted twice before it returned to normal". Additional information states to continue therpay the device was restarted. The patient's current codnition is reported as "unknown".